Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old female patient who underwent a breast augmentation revision with 425cc smooth mentor memorygel breast implant experienced left-sided implant rupture, and right-sided inframammary fold bottoming out, and nipple-areola complex hypertonic scar postoperatively. Rupture was discovered by ultrasound and confirmed by MRI. As a result, patient underwent bilateral capsulotomy, bilateral lateral pocket plication, bilateral replacements with sientra prosthesis, cleanout spilled silicone, from left breast on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
On (B)(6) 2022 mentor became aware that the initial report mistakenly reported the awareness date and report submission due date incorrect. Manufacturer¿s reference number: (B)(4). The correct awareness date is : (B)(6) 2022, and the correct report due date is (B)(6)2022. The report is not late.